Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient suspected false low cgm reading that occurred while he was at work. The cgm began displaying low glucose readings, starting at approximately 70 mg/dl and eventually decreasing to 45 mg/dl so he drank orange juice based on the cgm readings. Prior to seeking medical attention, the patient did not perform a blood glucose meter (bgm) test to verify the cgm values. During the event, the patient experienced mild sweating but did not report any other symptoms. Concerned about the persistently low cgm readings, the patient went to the emergency room for evaluation. Upon arrival, hospital staff performed a blood glucose test, which revealed a blood glucose level of 537 mg/dl, the cgm was reading 45 mg/dl. The patient was treated at the ER with IV fluids and IV insulin . He remained in the emergency room from approximately 6:40 pm until 9:22 pm and was discharged home the same evening without admission. At the time of the report, the patient stated that he was feeling fine, had no ongoing symptoms, and was doing well. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.